Manufacturer narrative:
Initial reporter address and phone were not provided. Product information could not be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
A (B)(6) advocate stated her father's blood glucose readings on the breeze2 have been high and the mother had been adjusting insulin (lispro) accordingly. He was diagnosed with hypoglycemia and was hospitalized. Further information was not provided. Product was not expected to be returned.